Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site due to her losing 25 pounds. It was also reported the patient had a revision on (B)(6) 2013 to address this issue.